Manufacturer narrative:
The device was not returned to any of olympus locations. According to the information provided by olympus service, there were no obvious issues when inserting the device into the video system center. The device was checked and the cause of the issue may be in the video system center. From the information provided, the reported event was not reproduced. It is possible that the endoscopic image was temporarily not displayed due to poor communication with the video system center due to dust or dirt on the electrical contacts of the connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.